Event description:
It was reported that the patient was transferred from (B)(6) to (B)(6) on (B)(6) 2012. At the time of admission, the patient had an et tube which was secured with medical tape. Some skin breakdown was noted at the time of placement of the anchorfast endotracheal tube fastener on (B)(6) 2012. The patient had a thick moustache which was not shaved prior to application of the device. On (B)(6) 2012, the device was removed and the patient was given a tracheotomy. Upon removal, it was noted that the patient suffered a full thickness pressure ulcer on the upper lip. Plastic surgery was consulted and a skin graft was performed. The surgery is healing well however the patient will not be able to re-grow a moustache.

Manufacturer narrative:
A review of the anchorfast instructions for use was performed. It is noted that the instructions for use state under the section for routine care " reposition the endotracheal tube from side-to-side at least every two hours or more frequently if the patient's condition dictates to minimize the risk of injury to the skin and/or lips from unrelieved pressure" and in the precautions section " to minimize the risk of pressure injury, inspect the patient's lips and skin at least every two hours or more frequently if the patient's condition dictates". Per the hospital, the shuttle was moved once per shift and not as directed. This report or information submitted does not constitute an admission that the device, hollister incorporated, or hollister employee caused or contributed to the reported event.